Event description:
It was reported that during a right femoral-popliteal bypass procedure, the lemaitre valvulotome sheath did not fully cover the blade. As a result, the exposed blade caused a tear at the distal end of the vein. The device had been inspected prior to use. Following the event, the device was immediately removed from use and was not used further. The affected vein segment was also not used. A replacement device was utilized to successfully complete the procedure. No additional injuries or complications were reported, and the patient was reported to be doing well.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause. Although the root cause could not be confirmed, CAPA 2022-025 was previously opened to address similar reports for this product. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.